Event description:
On (B)(6)2010, the pt was implanted with gore excluder aaa endoprostheses to treat a 19 cm abdominal aortic aneurysm. A type-1 endoleak was identified proximal to the gore excluder aaa trunk-ipsilateral leg endoprosthesis. A gore excluder aaa aortic extender endoprosthesis was placed which resolved the endoleak; however, the left renal artery was covered. Final angiography indicated that blood flow to the left renal was lost, but the two right renals were patent. The patient was stable upon completion of the procedure. Upon discharge from the hospital, the pt's creatinine levels were slightly elevated, but stable. No further complications have been reported. The physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, potential device or procedure related adverse events include, but are not limited to, endoleak, improper component placement, and renal complications (e.g., artery occlusion, contrast toxicity, insufficiency, failure). Additional gore device related to this event: (B)(4).